Manufacturer narrative:
Results- visual inspection of the lens showed one haptic was torn off and there was evidence of clear surgical residue. Conclusion - (no conclusion can be drawn): based on the complaint hsitory and the evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the cartridge and injector were not returned for evaluation.

Event description:
The surgeon inserted a three piece collamer lens model cq2015 and the lens tore during insertion. The lens was inserted and removed without patient injury. The reporter stated that user error contributed to the event. This is two of two lenses for the same patient. See report #2023826-2005-01340.